Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle while performing incoming inspection several defects were found on the sample, double needle, contamination and stains.

Event description:
It was reported that before use of the bd precisionglide¿ needle while performing incoming inspection several defects were found on the sample, double needle, contamination and stains.

Manufacturer narrative:
H.6. Investigation: two samples and three photos were received for evaluation. Visual inspection was performed under the microscope. One sample has an epoxy drip over on the plastic hub. The other sample has double needle and an epoxy drip over on the needle with no other defects observed. The photos also show the defects previously described. Failure mode is verified. A mis-assembly at the cannulation operation causes a double cannula. A needle misses the hub, and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.